Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: canada. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the glenoid sizing handle doesn¿t hold the sizer. Photograph of the device indicates that it is fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, d9, g1, g3, g6, h2, h3, h4, h6, h11. Due diligence with the reporting contact confirmed that the device was not fractured and that only the prongs were bent. However, once product was returned and evaluated, it was determined that the plunger was fractured and not returned. Therefore, 0001822565-2025-00040-1 should be disregarded and the event is reportable. Visual examination of the returned product identified the plunger of the device has fractured and was not returned. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The reported event has been confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon evaluation of the returned device, it was observed that the plunger of the device was fractured.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. The device was not fractured but was only bent.